Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: there was no reported patient involvement associated with the complained event. Device is an instrument and is not implanted/explanted. A service and repair evaluation was performed for the returned subject device. The customer reported the set screw came loose. The repair technician reported the chuck sleeve screw and one of the chuck pins were missing. ¿missing parts¿ is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to synthes customer quality for additional investigation. The service and repair evaluation was confirmed. A service and repair history record review was performed for the subject device. The previous service events for part number 351.16j with lot number 2237153 were reviewed. The customer called in a service request for this item on feb 1, 2017 for set screw came loose. The item was previously returned for service on feb 26, 2008 due to missing parts. The previous service condition of missing parts is relevant to the current complained issue of set screw came loose. The manufacture date of this item is feb 26, 2008. The source of the manufacture date is the release to warehouse date. The service history review is confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the set screw on flexible shaft connector for intramedullary (im) nail flexible reamer attachment came loose pre-procedure and was not fixable. The flexible shaft connector was removed from the surgical field and a new set was used. The event did not cause a surgical time delay and or patient harm--there was no patient involvement reported. Concomitant device reported: flexible reamers (part # unknown, lot # unknown, quantity unknown). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was performed on the returned subject device. This complaint is confirmed. The device was received at customer quality (cq) in six (6) pieces/components. However, the set screw component that threads into the collar and keeps the instrument components intact was not returned with the device. Although the complaint category selected at the time of complaint intake was "broken: preoperatively", the failure code of "does not /will not function: fell apart" was selected for this investigation summary as the screw component did not break it became loose. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already missing the screw component. A visual inspection under 5x magnification and drawing review were performed as part of this investigation. Relevant drawing was reviewed during this investigation. No product design issues or discrepancies were observed. Most likely due to aggressive handling or disassembly and incomplete reassembly after sterile processing. No new, unique or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.